Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire of the ultratome broke. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.the procedure was completed without complication to the patient.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.